Event description:
It was reported that the patient had experienced a change in therapy effect, specifically an underdose. For approximately a week and a half prior to the date of this reported the patient had an increase in spasticity, pain, itching, irritability, confusion and hallucinations. The physician noted the pump logs did not indicate any stalls. On (B)(6) 2013 the physician could not aspirate or push any drug into the catheter access port (cap). This was also attempted on (B)(6) 2013 under fluoroscopy. The physician aspirated the drug from reservoir and the volumes ¿matched pretty closely¿ with what was expected, approximately 6 cc¿s. The physician noted that just using x-ray there were no apparent issues. The physician was suspecting a revision would be performed due to the unsuccessful attempt of withdrawing or pushing anything into the cap and the patient was having ¿classic¿ withdrawal/underdose symptoms. The pump programming was confirmed to be correct. This device system delivered morphine and baclofen. Additional information, including date verification, has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# unknown, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was now verified that the pump was originally implanted on (B)(6) 2010. The pump and catheter were both replaced on (B)(6) 2013. The patient was seen for follow-up on january 2, 2014 and were receiving effective therapy.